Event description:
The rptr stated that they did back to back blood glucose tests, using the same finger stick. Rptr's results were 201, 98 and 95 mg/dl. Rptr did not have any symptoms. On follow up, the rptr stated that they check their test strip confirmation dot, and described an accurate technique of applying blood. Rptr cleans their meter properly. Rptr stated that they had done a control test during their troubleshooting for initial report (no details). No harm was alleged.